Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 6/16/97. On 6/18/97 the "leak in circuit" alarm sounded from the pump and blood was noted in the tubing. The lines were rechecked and the pump was changed but the alarms continued. Iabp was discontinued and the iab was removed. Event complications: unk - rpt'd 6/18/97; none - rpt'd 7/21/97. Pt current status: expired - rpt'd 7/21/97.